Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Two of the four seat bolts came out of the chair. The dealer stated that the chair would lean to the side. The end user stopped using the chair after realizing the issue.